Manufacturer narrative:
Actual device evaluated: device from reserve sample evaluated; shelf life exceeded; failure to follow instructions. Pieces of the brittle (B)(4) had broken off into the pt. The customer provided a lot number (2015-10bb) for the complaint drape that is currently within the 3 year shelf life of the product. The photo of the complaint sample and the packaging materials give us reason to believe that the complaint sample is actually 9+ years old and might not be associated with the lot number they provided. The blue color print on insert as shown in the received photo was discontinued in 2004 for the 1075 drapes. As part of our investigation high temperature gpc and x-ray diffraction testing was performed on 2 different drapes. The drapes tested included the following: 1075 - complaint drape sample returned with fractured films (age & lot unk) - sample 1; 1075 - drape retain from lot 2015-10bb (alleged complaint lot number) - sample 2. Comparing samples 1 and 2 test results helped us in determining if there was a significant difference between the two drapes for degradation (high temperature gpc measuring molecular weight) and brittleness (x-ray diffraction). Results of testing: gpc results showed that the complaint sample 1 molecular weight was significantly lower than the retain sample 2 confirming the complaint sample 1 (used drape) film had a high level of degradation. The x ray diffraction results showed that the complaint sample 1 (used drape) crystallinity was significantly higher than the retain sample 2 and this test also confirmed that both drapes were composed of (B)(4) material. The results would suggest the drape used was not the lot number reported and may have been outside its designated shelf life in addition to the photo's received.

Event description:
Customer reported during a procedure to incise the pylorus, the ring drape was inserted, and a crack was found in the ring where it may have been aggressively pulled but in other areas as well. Photos received showed tears in the plastic film of the drape and not in the plastic ring so it is assumed the description is referring to tears in the plastic film. Reportedly pieces of the film as small as 2mm fell into the pt's abdomen. The abdomen was irrigated twice with 15 liters of saline; however, it is unk whether all the pieces were retrieved. The photo's suggest the drape was old and not within its stated shelf life. To clarify customer input problem as initially described in the complaint and as to what was visually seen in the returned used drape, the (B)(4) of the drape was the component that had "cracked" and was very brittle (not the ring).